Manufacturer narrative:
(B)(4). Method: images. Results: endoleak. Moderately tortuous right iliac artery; disease progression. Cause is unknown. Conclusion: moderately tortuous right iliac artery; disease progression. Cause is unknown.

Event description:
A talent stent graft system and an aneurx were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that a type ib endoleak was identified (right iliac). The physician performed an intervention were an endurant iliac extension was implanted and the endoleak was resolved. The cause of the endoleak is unknown; however, the physician stated that the moderate tortuosity on the right limb might have contributed to the event. No additional clinical sequelae were reported and the patient is fine. A review of 2 still angio images showed a likely distal type I endoleak from the right limb. After an extension was placed in the right iliac, extending the limb several cm's, the endoleak appears to have resolved. The cause of the endoleak is unknown; may be due to disease progression and reported vessel tortuosity.